Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse ((pd)rn) reported to fresenius that this patient had peritonitis. There were no reported allegations that peritonitis was related to products, in additional follow-up, the patient¿s pd nurse confirmed the patient was seen in the outpatient pd clinic on (B)(6) 2024 with symptoms of cloudy pd effluent. The pd nurse stated the patient had a pd culture obtained which had an elevated white blood cell (wbc) count and no organism growth. The patient was treated with antibiotic therapy with intra-peritoneal (ip) vancomycin (dose unknown) for peritonitis. The patient is recovering from the event and continues pd with the same cycler. The pd nurse reported that the patient did not have any fluid leaks or any malfunctions in relation to the event. The nurse indicated that the patient was previously hospitalized for an issue unrelated to dialysis and stated the peritonitis was likely hospital acquired.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy with many potential etiologies. Based on the reported information, the exact cause of the patient¿s peritonitis cannot be determined. However, currently there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. The patient was previously hospitalized for an issue unrelated to dialysis and it is possible the peritonitis was hospital acquired. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse ((pd)rn) reported to fresenius that this patient had peritonitis. There were no reported allegations that peritonitis was related to products, in additional follow-up, the patient¿s pd nurse confirmed the patient was seen in the outpatient pd clinic on (B)(6) 2024 with symptoms of cloudy pd effluent. The pd nurse stated the patient had a pd culture obtained which had an elevated white blood cell (wbc) count and no organism growth. The patient was treated with antibiotic therapy with intra-peritoneal (ip) vancomycin (dose unknown) for peritonitis. The patient is recovering from the event and continues pd with the same cycler. The pd nurse reported that the patient did not have any fluid leaks or any malfunctions in relation to the event. The nurse indicated that the patient was previously hospitalized for an issue unrelated to dialysis and stated the peritonitis was likely hospital acquired.